Event description:
A gore viabahn endoprosthesis was used to treat a perforated left innominate vein caused during the placement of a central venous catheter. The viabahn device was placed in the left subclavian vein and extended proximally into the left innominate vein and superficial vena cava (svc) junction. After device deployment, the device reportedly migrated proximally with the distal portion landing in the left innominate vein and the proximal portion landing in the svc. The physician inserted a balloon catheter via left jugular vein access and used the balloon to push the viabahn device distally into the inferior vena cava (ivc). A wallstent was then deployed inside the viabahn device. The physician attempted to seal the original left innominate vein injury using angioplasty balloon dilation. Final angiogram showed the wallstent appeared to fixate the viabahn to the wall of the ivc and the left innominate vein perforation had sealed itself. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.